Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 580 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. It was advised that a backup plan be used to treat the customer's diabetes. Nothing further was reported.